Event description:
A hospital in (B)(6) reported via our distributor that the connection of the water feedset tube of an mr290 vented autofeed humidification chamber "broke" when a hospital member accidentally came into contact with the water feedset tube during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device will not be returned to the manufacturer for evaluation as the hospital has further reported that it has been discarded. The hospital has reported that the feedset "broke" when a hospital member accidentally came into contact with the water feedset tube during use. Without the return of the complaint device we are unable to determine if the problem observed by the customer was due to a manufacturing fault or the feedset tube being caught or under tension and/or being overused. Every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have meet the required specification at the time of production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that the connection of the water feedset tube of an mr290 vented autofeed humidification chamber "broke" when a hospital member accidentally came into contact with the water feedset tube during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.